Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to failure to osseointegrate 4 months and 11 days after implantation. The patient has history of diabetes. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.